Event description:
It was reported the serial number on the box and the serial number on the ID card did not match. It was stated the patient had a follow up appointment on (B)(6) 2013 and noted ¿it might be working 10% better but she still had to run to the bathroom.¿ it was noted the patient had a major accident ¿during trial¿ and she went into the office to get adjusted and she got a ¿major shock.¿ reportedly, this was on (B)(6). It was also noted the patient was on program 2 at 1.9 volts and she tried increasing but then she got a pain in her pelvic area when over 1.9 volts. Reportedly, the patient was set up as accelerated intermittent stimulation. The patient was scheduled for surgery the next day for her hammer toe and was reminded to shut off her device for surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va081xx, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).